Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter stated that the iob is not calculating correctly into bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pumps user settings shows the ¿iob duration¿ was set 4.0 hours. A test was performed with 10 unit bolus and a duration period of 2.0 hours. After the 2 hours the iob status showed 0.00 u. Iob was set back to 4hr and cleared with a por, 3.2u bolus was delivered, iob status correctly reflected 3.2u. Another 1u bolus was delivered and iob correctly showed the correct sum of 4.2u. The product performs within specifications. The iob was found to functioning properly. Unable to duplicate ¿iob calculation¿ complaint during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.